Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore&#59412;tag&#59412;thoracic endoprostheses (tg3720/06337126, tg4020/6960637). The patient tolerated the procedure. On (B)(6) 2009, a stroke was diagnosed. The patient underwent medication therapy for the stroke. On (B)(6) 2009, the stroke resolved. The patient discharged the hospital. After that, subsequent follow-up examinations were conducted. No health hazard was reported. No further information was provided.